Event description:
A pt underwent laparoscopic tubal litigation procedure. A ce-4 needle on 3-0 plain gut broke during suturing of the umbilicus. Subsequently, x-ray was used for searching for the broken needle piece, which was later located above the perineum, and in approx 30 minutes the piece was retrieved laparoscopically without enlargement of the incision. The pt is doing well.